Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.

Event description:
It was reported that during a procedure performed on (B)(6) 2014, the polyaxial driver tips broke while implanting the 6.5mm x 50mm reform polyaxial pedicle screws into the lumbar spine. The two polyaxial screws, containing the broken driver tips, were removed and replaced. No significant delay to the procedure was reported.